Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device generated repeated alert 41 indicating an insulin shaft rewind error, persisted after a restart, and required replacement; blood glucose during the event was approximately 220 mg/dl for about one hour, and the user planned to transition to backup therapy until the replacement arrived. Symptoms included hyperglycemia without ketone testing, without professional medical assistance, and without immediate health effects. Outcomes included temporary interruption of therapy and product replacement. Investigation included device history review and analysis of reported alarms and performance data, with user education on shutdown, data sync, and restart procedures. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.